Event description:
The customer reported to olympus that the lithotriptor guide lug is torn when the product was inserted into the endoscope. The issue occurred during a therapeutic procedure. No adverse effects were reported. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
No device sample has been made available for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found the device was manufactured in april 2023. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the following: 1) inserting the device into the endoscope while using the guide wire. 2) the device was inserted into the endoscope with a sharp angle between the distal tip and the guide wire as shown in the following figure. 3) a load beyond the resistance strength was applied to the guide wire tip. This had caused the guide wire tip to tear. The event can be detected by following the instructions for use (IFU) which state: ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the initial aware date in g3. The correct aware date is nov 5, 2023 (initially reported as nov 6, 2023). Olympus will continue to monitor field performance for this device.